Event description:
It was reported that an unspecified number of injector luer lock n35 experienced connector loose or separation of connector and injector during use. The following information was provided by the initial reporter: material no.: 5251003; batch no.: unknown. Per complaint form: we are having some problems with patients on continuous infusions with phaseal coming disconnected.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of injector luer lock n35 experienced connector loose or separation of connector and injector during use. The following information was provided by the initial reporter: material no.: 5251003 batch no.: unknown. Per complaint form: we are having some problems with patients on continuous infusions with phaseal coming disconnected.